Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to stress incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding and organ perforation. It was reported that patient underwent excision of bladder mesh and anterior vaginal wall mesh for mesh erosion in the bladder on (b)(^) 2010. It was reported that patient underwent a cadaver fascia lata for stress urinary incontinence and failure of mesh on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.